Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, smoking hemodialysis, carotid artery stenosis, peripheral artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior pacemaker. Complications reported included surgical intervention (valve-in-valve), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve implantation in small surgical aortic prosthesis for small body size patients.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve implantation in small surgical aortic prosthesis for small body size patients.

Event description:
The article, "transcatheter aortic valve implantation in small surgical aortic prosthesis for small body size patients", was reviewed. The article presented a retrospective, single-center study that investigated the results of transcatheter aortic valve implantation (tavi) in surgical aortic valve replacement (savr) with a small initial valve for a japanese population with small body size, to clarify tavi valve function with small initial savr size, and to determine post-procedural new york heart association (nyha) functional classification in daily life. Devices included in the study were evolut, sapien, carpentier edward pericardium, magna, trifecta, mitroflow, mosaic, and crown. The article concluded that self-expanding tavi in a certain type of savr provided sufficient valve function in a population with small body size, even after small-sized initial surgical prostheses. Surgeons need to ensure that the proper type and size of surgical prosthesis are implanted. [The primary and corresponding author was hideki kitamura, department of cardiovascular surgery, nagoya heart center, sunadabashi 1-1-14, higashi-ku, nagoya city, aichi 461-0045, japan, with corresponding email: kitamura@heart-center.or.jp]. The time frame of the study was from 2018 to 2024. A total of 35 patients were included in the final analysis, of which 8 (22.9%) received an abbott device. The average age was 83.1 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, atrial fibrillation, chronic obstructive pulmonary disease, smoking hemodialysis, carotid artery stenosis, peripheral artery disease, prior myocardial infarction, prior percutaneous coronary intervention, prior pacemaker.